Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following an implant procedure, the patient experienced an epidural hematoma and lost the ability to move their legs. Patient was rushed back to surgery and had the system explanted. Patient's strength was restored after surgery.